Event description:
It was reported that the device could not be interrogated secondary to a partial reset. The device was restored to normal operation using the device programmer. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.